Event description:
Caller alleged imprecision with inratio meter. Results as follows: date: (B)(6) 2011, inratio: 1.2, physician's inratio: 4.0. Date: (B)(6) 2011, inratio: 5.2. Time between draws about 2 hours; no food intake within the 2 hours. Reading taken two minutes after physician's test. Therapeutic range: (3.0 to 4.0). Finger-stick can sometimes be difficult to obtain large blood drop and patient sometimes milks finger. Patient had a change in diet for weight reduction - no dairy products.

Manufacturer narrative:
Pending investigation.